Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfill and mix of product type in a pack. The overfill issue had 8 occurrences and the mixed product had 1 occurrence. The following information was provided by the initial reporter: " these are all from the same draw with a straight needle (no tubing or syringe). These tubes were from 8 different packs. Only two are truly into the cap, with 3 of them overfilled at the cap/partially into cap. The rest are overfilled. Additionally, one pack with a short draw/pediatric tube in it as well."

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfill and mix of product type in a pack. The overfill issue had 8 occurrences and the mixed product had 1 occurrence. The following information was provided by the initial reporter: " these are all from the same draw with a straight needle (no tubing or syringe). These tubes were from 8 different packs. Only two are truly into the cap, with 3 of them overfilled at the cap/partially into cap. The rest are overfilled. Additionally, one pack with a short draw/pediatric tube in it as well."

Manufacturer narrative:
H.6. Investigation: no customer samples were received; therefore, the investigation was limited. 2 photos were received and did not show the customer¿s failure mode of ¿overfill¿, but do show the customer¿s failure mode of ¿incorrect color¿ as the shield is the incorrect color. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# 295453. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text: see h.10.